Event description:
It was reported that the customer received a no delivery alarm from her insulin pump during a manual prime. The customer's blood glucose level was 68 mg/dl. Standard troubleshooting was performed. The insulin pump functioned according to design. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.